Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer via the manufacturer's representative (rep) reported the patient's stomach swelling anytime the stimulation was turned on, 10 minutes after every meal, and at any attempt of recharging. It was noted the patient was too uncomfortable and was unable to recharge the device. The battery was too low to interrogate. The patient had seen a specialist and everything looked fine. The patient had good pain relief. This occurred since implant. The leads were placed in the thoracic area. It was unknown what caused the stomach swelling. The device was going to be removed. Then, the physician was going to see if the swelling continued. Relevant medical history included failed back surgery syndrome and spinal pain.